Manufacturer narrative:
The cc has been updated to reflect additional information provided by the adjudication minutes received on march 7, 2011. Additional information notes that a carotid ultrasound performed on (B)(6) 2008 revealed thickening of the intima-media complex within the left cca, vascular stent present within the left carotid bulb extending into the left ica with narrowing of the lumen of the distal portion of the stent. Elevated peak systolic velocities obtained just distal to the distal stent portion of the stent measuring 172 and 101 cm/sec respectively with spectral broadening. Left ica/cca ratio was 1.91. This suggested stenosis in the range of 50-69% in region of the distal stent. Antegrade left vertebral flow. No hemodynamically significant stenosis in the right ca. The adjudication minutes received january 4, 2011 disagree with the previous adjudication received october 3, 2008 that the neurological events experienced by the patient during the index procedure and determined to be "no event" were in fact noted to be a tia. As such, tia, which had previously been removed as a complaint due to this determination of no event, will be added back to the file as a not-reportable complaint as the symptoms fully resolved in < 24 hours. Information from the adjudication also notes that the patient experienced an ischemic stroke on (B)(6) 2008 (approximately 7 months after stent implant) with partial recovery and minor residual deficits. Previously the site had noted this event to be unrelated to the index procedure or the device, however, the adjudication relates this event to the device as it occurred on the same hemisphere as the implanted stent. As such, ischemic stroke will be added to the file as a reportable event. The patient is a (B)(6) man with a history of dyslipidemia, hypertension, tia, and stroke. Pre-procedure on (B)(6) 2008, the nih stroke scale score was 3 and the rankin stroke scale score was 1. On (B)(6) 2008, he underwent the index procedure in the left proximal ica. The pre-procedure angiogram revealed intracranial occlusion of the left mca, which appeared to have internal/external collaterals with a significant stenosis of the left eca. The angioguard was delivered, pre-stent balloon angioplasty was performed and one precise rx stent was placed in the intended location. The site reported that during removal of the angioguard device, the patient developed neurological deficits reported as behavioral change and aphasia. The vascular invasive procedure report indicated that the patient had transient aphasia with a mild facial droop on the right. There was no debris found in the filter upon retrieval of the angioguard. An excellent angiographic result without loss of vessels was noted. The site reported a 0% final residual in-lesion stenosis. There was marked improvement of the neurological deficits when the patient was leaving the catheterization lab. The discharge summary reported that the deficits resolved in approximately 15 to "?0" (unreadable) minutes, and the patient was back to his baseline. Brain imaging tests were not performed. On (B)(6) 2008, the nih stroke scale score was 2 and the rankin stroke scale score was 1. The site reported this event as a tia. The patient was discharged the same day on asa and clopidogrel. On (B)(6) 2008, at 30-day follow-up the nih stroke scale score was 0 and the rankin stroke scale score was 0. Early in the morning on (B)(6) 2008, the patient developed sudden onset of aphasia, dysarthria, and right hemiparesis. He fell on the floor, but did not lose consciousness; nauseated and heaved a few times. On arrival to the emergency department, his initial nih stroke scale score was 16, however, within half-hour his nih declined to 1. On admission, his blood pressure was 110/61 mmhg. Recent change in hypertension medication was noted. Neurology consultation occurred on (B)(6) 2008 at 09:00. It noted a history of stroke in (B)(6) 2008 with total occlusion of the left mca in its origin confirmed by mra and cta. Physical examination at that time revealed slightly decreased alternate motion rate in his right upper extremity as his only neurologic deficit. The site reported this event as an ischemic stroke with partial recovery and minor residual deficits. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure (note that the patient had a recent change in blood pressure medications prior to this event). There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
Additional information was received and the following was noted: the adjudication minutes notes that a carotid ultrasound performed approximately seven months post carotid stent implant revealed thickening of the intima-media complex within the left cca, vascular stent present within the left carotid bulb extending into the left ica with narrowing of the lumen of the distal portion of the stent. Elevated peak systolic velocities obtained just distal to the distal stent portion of the stent measuring 172 and 101 cm/sec respectively with spectral broadening. Left ica/cca ratio was 1.91. This suggested stenosis in the range of 50-69% in region of the distal stent. Antegrade left vertebral flow. No hemodynamically significant stenosis in the right ca. As such "arterial restenosis" will be added to the file as a reportable event. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The discharge summary reported that the deficits resolved in approximately 15 minutes, and the patient was back to his baseline. Brain imaging tests were not performed. The next day, the nih stroke scale score was 2 and the rankin stroke scale score was 1. The site reported this event as a tia. The patient was discharged the next day with aspirin and clopidogrel. At a 30-day follow-up the nih stroke scale score was 0 and the rankin stroke scale score was 0. Early in the morning on (B)(6) 2008, the patient developed sudden onset of aphasia, dysarthria, and right hemiparesis. He fell on the floor, but did not lose consciousness; nauseated and heaved a few times. On arrival to the emergency department, his initial nih stroke scale score was 16, however, within half-hour his nih declined to 1. On admission, his blood pressure was 110/61mmhg. Recent change in hypertension medication was noted. Neurology consultation occurred and it noted a history of stroke in (B)(6) 2008 with total occlusion of the left middle cerebral artery (mca) in its origin confirmed by mra and cta. Physical examination at that time revealed slightly decreased alternate motion rate in his right upper extremity as his only neurologic deficit. His blood pressure at that time was 161/61mmhg. Initial CT scan showed a small old area of infarction involving the left frontal cortex and no new infarct or hemorrhage. Intracranial mra demonstrated proximal occlusion of the left mca but distal portion of the mca distribution was visualized (no change from previous study). A head MRI on showed evidence of hyperacute infarction in the left frontal lobe as well as minor degree of chronic areas of ischemia in the deep subcortical white matter. The site reported this event as an ischemic stroke with partial recovery and minor residual deficits. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The adjudication minutes received january 4, 2011 disagree with the previous adjudication received october 3, 2008 that the neurological events experienced by the patient during the index procedure and determined to be "no event" were in fact noted to be a tia. As such, tia, which had previously been removed as a complaint due to this determination of no event, will be added back to the file as a not-reportable complaint as the symptoms fully resolved in < 24 hours. Information from the adjudication also notes that the patient experienced an ischemic stroke on (B)(6) 2008 (approximately seven months after stent implant) with partial recovery and minor residual deficits. Previously the site had noted this event to be unrelated to the index procedure or the device, however, the adjudication relates this event to the device as it occurred on the same hemisphere as the implanted stent. As such, ischemic stroke will be added to the file as a reportable event. The patient is a (B)(6) man with a history of dyslipidemia, hypertension, tia, and stroke. Pre-procedure on (B)(6) 2008, the nih stroke scale score was 3 and the rankin stroke scale score was 1. On (B)(6) 2008, he underwent the index procedure in the left proximal ica. The pre-procedure angiogram revealed intracranial occlusion of the left mca, which appeared to have internal/external collaterals with a significant stenosis of the left eca. The angioguard was delivered, pre-stent balloon angioplasty was performed and one precise rx stent was placed in the intended location. The site reported that during removal of the angioguard device, the patient developed neurological deficits reported as behavioral change and aphasia. The vascular invasive procedure report indicated that the patient had transient aphasia with a mild facial droop on the right. There was no debris found in the filter upon retrieval of the angioguard. An excellent angiographic result without loss of vessels was noted. The site reported a 0% final residual in-lesion stenosis. There was marked improvement of the neurological deficits when the patient was leaving the catheterization lab. The discharge summary reported that the deficits resolved in approximately 15 to "?0" (unreadable) minutes, and the patient was back to his baseline. Brain imaging tests were not performed. On (B)(6) 2008, the nih stroke scale score was 2 and the rankin stroke scale score was 1. The site reported this event as a tia. The patient was discharged on (B)(6) 2008 on asa and clopidogrel. On (B)(6) 2008, at 30-day follow-up, the nih stroke scale score was 0 and the rankin stroke scale score was 0. Early in the morning on (B)(6) 2008, the patient developed sudden onset of aphasia, dysarthria, and right hemiparesis. He fell on the floor, but did not lose consciousness; nauseated and heaved a few times. On arrival to the emergency department, his initial nih stroke scale score was 16, however, within half-hour his nih declined to 1. On admission, his blood pressure was 110/61mmhg. Recent change in hypertension medication was noted. Neurology consultation occurred on (B)(6) 2008 at 09:00. It noted a history of stroke in (B)(6) 2008 with total occlusion of the left mca in its origin confirmed by mra and cta. Physical examination at that time revealed slightly decreased alternate motion rate in his right upper extremity as his only neurologic deficit. The site reported this event as an ischemic stroke with partial recovery and minor residual deficits. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure (note that the patient had a recent change in blood pressure medications prior to this event). There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
It was originally reported by the (B)(4) study that the patient suffered a transient ischemic attack (tia) during the index procedure that resolved without treatment and fully resolved with 24 hours. The adjudication minutes received on january 4, 2011 disagree with the previous adjudication received october 3, 2008 that the neurological events experienced by the patient during the index procedure and determined to be "no event" were in fact noted to be a tia. Information from the adjudication also notes that the patient experienced an ischemic stroke on (B)(6) 2008 (approximately 7 months after stent implant) with partial recovery and minor residual deficits. Previously the site had noted this event to be unrelated to the index procedure or the device, however, the adjudication relates this event to the device as it occurred on the same hemisphere as the implanted stent. The patient is a (B)(6) man with a history of dyslipidemia, hypertension, tia, and stroke. Pre-procedure, the nih stroke scale score was 3 and the rankin stroke scale score was 1. On (B)(6) 2008 he underwent the index procedure in the left proximal internal carotid artery (ica). The angioguard rx ecgw was delivered, pre-stent balloon angioplasty was performed and one precise stent was placed in the intended location. The site reported that during removal of the angioguard device, the patient developed neurological deficits reported as behavioral change and aphasia. The vascular invasive procedure report indicated that the patient had transient aphasia with a mild facial droop on the right. There was no debris found in the filter upon retrieval of the angioguard. An excellent angiographic result without loss of vessels was noted. The site reported a 0% final residual in-lesion stenosis. There was marked improvement of the neurological deficits when the patient was leaving the catheterization lab.